Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 330mg/dl and a correction bolus was delivered to address the bg level. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion and stated that they just wanted this occlusion alarm documented.